Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it seemed like the battery was stalling out. It would be on and would go away and would come back and would go away. It would come back on quickly, so the patient had not tried using the patient programmer (pp) to check to see if it was off. No cycling was on. This on-off feeling happened ¿a bunch¿ overnight and happened again today. The manufacturing representative met with the patient a couple of weeks ago for programming and all was fine. Impedances were fine at that time. The patient was advised to contact his healthcare provider (hcp) and to keep track of the on-off feeling with dates and time. It was noted that the patient had stimulation on 24-7. 2 days later, it was reported that the patient was still receiving intermittent stimulation, and some were painful. A manufacturing representative was going to interrogate the device again to determine if more information could be obtained. 4 days later, the manufacturing representative met with the patient. The patient was experiencing strong surge of stimulation. The battery would turn off then on at a high intensity to where it was uncomfortable for a few seconds. It was noted that the implant was 6.5 years old and electrode impedances showed nothing out of range. The highest value was 1557 ohms. Group impedances for a1 was 544 ohms and a2 was 718 ohms. The software card showed no ¿off¿ events. Also, the clinician programmer session report showed stimulation was on 100% of the time. It did not corroborate with what the patient reported. Even though all impedances were all in normal range, it seemed a little unusual that some were perfect around 600-800 ohms and then some were 1500 to 1700 ohms randomly. It would be expected that if both leads were right next to each other and in the same location, the values would be closer together without such deviation. It was recommended that the patient keep on lead on for a few days and see if it happened or not. And, then do the other lead and see if it would happen. This was an option to isolate the issue to one or the other lead. The manufacturing representative spoke with the patient six days later. The patient was still reporting the same issues. They tried to isolate the leads to see if that was the issue. The reported drop off in therapy still existed. It ¿seemed¿ to turn off then back on randomly and frequently. The patient also had to increase amplitude all the way and was still not getting therapy at a rate he was receiving before. The manufacturing representative had not been able to improve therapy via reprogramming. The patient was using it a high voltage and had the stimulator on almost all day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported three months later that the patient experienced intermittent shocking and jolting sensation. The data card was sent to the device manufacturer sometime in (B)(6) 2015 to be analyzed.

Event description:
Additional information received reported that the patient was still experiencing intermittent therapy spikes. A manufacturing representative had done impedances and they came out fine. They were not sure what the cause was. It was later reported that the patient was trying to get the veteran affairs (va) to allow him to see a local surgeon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.